Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. The catalog number provided is the international list number that was involved in the reported event, which is comparable to the domestic list number 11572. The domestic list number has a common device name of 80fpk and has a 510k of k063239. This report represents all the information known by the reporter upon query by hospira personnel. (B)(4).

Event description:
The customer contact reported a disconnection. The extension set was connected to the patient's IV catheter and was being used to deliver an unspecified solution at an unspecified rate. At an unspecified time, it was reported that the extension set had disconnected from the IV catheter, and an unspecified volume of solution had leaked. The extension set was replaced and therapy was resumed. There were no reported adverse patient effects. No medical interventions were required. Though requested, no additional information was provided.